Event description:
(B)(4). Initial info for this spontaneous case was rec'd on 28-oct-2007: a pt rec'd therapy with injectable poly-l-lactic acid (sculptra). The pt was treated in the tear duct area and experienced lumps and bumps. No further relevant info reported.

Manufacturer narrative:
Add'l info for poly-l-lactic acid from (B)(4): since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marked in the USA. The review of the device history reports and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.